Event description:
During the pta / stenting treatment procedure, the sentinol nitinol biliary stnet delivery system became stuck on the guidewire following stnt deployment in the left superficial femoral artery lesion. The stent delivery catheter and guidewire were removed as a unit. The procedure was successfully completed using this device. No pt injuries or complications were reported. The pt's status was reported as "okay".